Event description:
Patient allegedly received an implant on (B)(6) 2013 ia the right common femoral vein for pulmonary embolism (pe), blood clot prevention. Patient is alleging device is unable to be retrieved and thrombosis, extensive clotting. Attempted percutaneous filter retrieval on (B)(6) 2014 t was not able to be retrieved. Patient further alleges, ¿swelling in legs, filter is unable to be retrieved, persistent thrombosis around the ivc filter, stress and concern from something happening with or because of the ivc filter.¿ (B)(6) 2014 ivc filter retrieval attempt. "Despite multiple attempts, the guidewire could not be navigated beyond the cone of the filter. Pigtail catheter was inserted and venacavography was performed. This demonstrates obstruction to flow of contrast caudal to the cone of the filter highly suspicious for caval thrombosis. Collateral vein is seen filling arising from the left aspect of the ivc adjacent to the filter. A 5 french transitional dilator was inserted over the guidewire and pelvic venography performed. This demonstrates chronic occlusion of the right common femoral, external iliac and common iliac veins with collateral venous drainage in the right hemipelvis." Impression: "venacavography and pelvic venography demonstrating chronic right iliocaval thrombosis as described above, precluding filter retrieval."

Manufacturer narrative:
Patient code(s): no code available (3191) ¿ stress. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported extensive clotting, swelling in legs, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The following allegations have been investigated: unable to be retrieved, thrombosis and extensive clotting, swelling in legs, and stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.